Event description:
While contacting an office concerning the recall, the assistant said that they had three syringes of the lot number that was mentioned in the recall letter that they received from their dealer. She said that they had experienced this issue. She said that the first time it happened, the dentist felt the resistance then it extruded in an uncontrolled manner on to the patient's face. The patient was wearing safety glasses and they were able to wash it off the patients face. The patient did not have any effect from the exposure. She said that after that the dentist did not extrude it into the patient's mouth, but instead would extrude it onto a pad and apply it with a microbrush.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The directions for use states, "avoid skin contact. In case of contact with skin, immediately wash with plenty of water and soap. Avoid contact with eyes as this may cause serious damage. Wear safety glasses and ensure patient has adequate face protection."the office protected the patient's eyes with safety glasses and thus avoided eye exposure to gel. The office immediately washed the patient's face after exposure thus the patient avoided injury due to exposure. Results and conclusion -root cause analysis in progress.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The directions for use states, "avoid skin contact. In case of contact with skin, immediately wash with plenty of water and soap. Avoid contact with eyes as this may cause serious damage. Wear safety glasses and ensure patient has adequate face protection." The office protected the patient's eyes with safety glasses and thus avoided eye exposure to gel. The office immediately washed the patient's face after exposure thus the patient avoided injury due to exposure. Conclusion - root cause analysis in progress.

Event description:
While contacting an office concerning the recall, the assistant said that they had three syringes of the lot number that was mentioned in the recall letter that they received from their dealer. She said that they had experienced this issue. She said that the first time it happened ,the dentist felt the resistance then it extruded in an uncontrolled manner on to the patient's face. The patient was wearing safety glasses and they were able to wash it off the patients face. The patient did not have any effect from the exposure. She said that after that, the dentist did not extrude it into the patient's mouth, but instead would extrude it onto a pad and apply it with a microbrush.